Manufacturer narrative:
During inspection and testing, due to clogging, a foreign object came out of the forceps channel because of insufficient cleaning, and foreign material came out of the suction channel because of insufficient cleaning. The reported issue (leak) was confirmed. There was a leak due to pinholes in the channel and on the universal cord. In addition, the suction cylinder was dirty because debris adhered to the device due to a lack of performing the reprocessing process in a timely manner, angulation in the down direction did not meet standard value and play in the angulation knob was out of standard due to the angle wires being stretched, the adhesive on the bending section cover was chipped due to chemical/physical stress, the connecting tube was dented due to handling, there were scratches on multiple parts of the device due to handling, the connecting tube was wrinkled due to the resin being cracked because of the chemical stress applied during reprocessing, the universal cord was wrinkled and sticky due to the resin being detached due to humidity or deteriorated during reprocessing, the adhesive around the light guide lens and the objective lens was peeled, switch one did not work, a cleaning brush got caught due to clogging of the instrument channel, the image had shadows due to damage on the charge coupled device, the electrical connector had corrosion due to water invasion in the device, and the scope connector, scope cover, control unit, and grip were dirty due to water invasion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device leaked. There was no harm or user injury reported due to the event. The device was sent to olympus for evaluation and returned to the customer unrepaired. The device was again sent to olympus for evaluation and repair. During inspection and testing, a foreign object came out of the forceps channel and foreign material came out of the suction channel. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the biopsy channel and in the suction channel could not be identified and the root cause of the issues could not be determined, as it was confirmed that the customers reprocessing was implemented according to IFU, there were no deformations observed that might lead to the retention of foreign material and no additional event information was reported and or is available. The event can be detected/prevented by following the instructions for use which state: " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". ¿inspection of endoscope¿. ¿ visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit or scope connector¿. ¿cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, falling off of parts, etc. Visually check that there are no abnormalities¿. ¿inspection of forceps channel¿ ¿ insert the instrument through the forceps plug and check visually and by hand that the instrument comes out smoothly from the suction/forceps port at the tip of the endoscope and that no foreign matter is expelled¿. ¿visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper¿. ¿inspection of the suction function¿. ¿ immerse the distal end of the insertion tube in sterile water with the endoscope¿s instrument channel port at the same height as the water level in the water container. Press the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump¿. Olympus will continue to monitor field performance for this device.